Event description:
It was reported that the device had an speaker malfunction. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported that the device had an speaker malfunction. It is unknown if the device was in clinical use during the time of the event, however there was no reported patient impact / injury. The device was sent to a third party bench repair. A bench repair technician (brt) examined the device and confirmed the speaker failure. The brt replaced the speaker assembly to resolve the issue. After the change, all functions were restored. The product malfunction was confirmed. A replacement of the 453564673831,mx_100/x3 speaker assembly resolved the issue. The device was operational after repairs were completed.